Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Initially, the patient had issues with swelling and redness in the incision area but no infection was noted and that the issue was resolved after the patient was given antibiotic. However, the swelling and redness came back and the physician decided to do a pocket revision. There were no additional adverse patient effects reported. The ra lead was explanted.